Event description:
It was reported that the patient had a pneumothorax. The patients status was stable and required no intervention.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.patient was stable, no intervention required.